Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleges the patient has passed away, did not receive replacement device. No medical intervention was required by the patient. The manufacturer¿s investigation is ongoing. A follow-up report will be submitted when the manufacturer¿s investigation is complete.